Manufacturer narrative:
Investigation of this event is ongoing. Device remains implanted. Common device name & PMA/510k: the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling.

Event description:
As reported by edwards surgical team, a physician reported that there was a 29mm sapien 3 valve implanted inside a tricuspid edwards ring in the tricuspid position. Approximately 55 days later, the patient underwent a tricuspid valve in valve procedure with an unknown thv valve. The reason for reoperation was reported as "symptomatic heart failure."

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - valve requires intervention - unknown mechanism of failure" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in tricuspid position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was off-label for tricuspid valve placement. Per the instructions for use (IFU), reoperation is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for reoperation the valve approximately 55 days post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.